Manufacturer narrative:
H3: product ID: 977c265, serial# (B)(6): further analysis of the device revealed that the crimp sleeves welded to the electrode were corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the buzzing sensation near the ins was not determined. However rep said tech services people say that often they hear that complaint when there are out of range impedances. She has not had any problems since the new lead was placed.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977c265 serial# (B)(6) implanted: (B)(6) 2024 explanted:(B)(6) 2024 product type lead. H3: analysis of the lead (s/n: (B)(6)) revealed that the #0, 3, and 9 conductors were broken; 0.5-0.75 cm from the distalmend of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that not getting effective therapy, or any therapy, is an effect of an out-of-range impedance check. Caller reports when they explanted the lead, the lead had black / brown crud on the lead body. A new lead was placed. Impedance was good throughout the case and after the case. Patient is now receiving good effective pain relief.

Event description:
(B)(4) - paddle leads replaced previously in aug due to therapy, impedances]: information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported that the patient was not getting effective therapy and had high impedance values. The caller indicated that they had good impedance values during the procedure to place the lead. The physician removed scar tissue at the time of placement of the new lead in august. The caller provided the following impedance values: with electrode 0 all pairs had values of 40000ohms electrodes 1 2 3 4 6 8 9 10 11 and 12 have orange indicator. Ref 5 7 4320 13 4260 13 3840 15 3930ohms. The caller attempted to program using electrodes that had green indicators and the patient experienced a buzzing sensation near the ins site. The caller indicated that the patient was getting effective therapy two days post-implant. The caller indicated that x-ray imaging was taken and shows that the lead has not moved since placement. The issue was not resolved through troubleshooting. Tss reviewed information about impedances.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 977c265 (serial: (B)(6)); product type: 0200-lead; implant date: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.